Manufacturer narrative:
No unexpected off no power alarms/anomalies noted during testing. The insulin passed displacement test and off no power test. The operating currents were in specifications. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 114 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, customer was advised that insulin pump would need to be replaced.